Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4) (B)(6) . Sorin group received a report that touch screen of the s5 roller pump became unresponsive during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen and hkd board to resolve the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that touch screen of the s5 roller pump became unresponsive during setup. There was no patient involvement.